Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a hub cap detached occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman(tm) access system (was) was positioned and a watchman closure device was deployed in the laa. After deploying the device they realized that the blue hub cap on the was valve had almost separated from the was body. The physician had to re-screw the hub cap back on. At this point they were assessing release criteria and as all criteria was met they decided to release the closure device. No complications were reported and the patient's status is fine.